Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom was reported via phone call that, the customer had high blood glucose of 504 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer also stated that, infusion set tape sometime sticks to the sides of the inserter device. The insulin pump will not be returned for analysis.